Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump did not making sound. The customer¿s blood glucose level 170 mg/dl at the time of the incident. Customer stated that they noticed when delivering the bolus on the insulin pump it was normally makes sound and when it was finished insulin pump does not make sound. Troubleshooting was performed for beep anomaly. Insulin pump does not sound when alarming. Customer reported they did not hear beeps when audio volume settings were saved. The insulin pump will not be returned for analysis.